Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10j10031 and h10i29024 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies. During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced peritonitis. Treatment information not reported. Outcome and whether dianeal and extraneal therapies were ongoing were not reported. An opinion of causality was not provided.